Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer found that the device was not powering on with the main cabinet, auxiliary cabinet, and refrigerator attached. The auxiliary cabinet was isolated from the main unit, and the device still did not power on. All drawers in the main cabinet were isolated, which identified drawer 4 as the source of the issue. The pyxis bus module control board was isolated, followed by individual drawer controller boards, which confirmed drawer 4.2 as faulty. The drawer controller board was replaced, and the device was rebooted. Hardware testing was completed successfully, the application was launched, and escort access was verified without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station did not power on, and the screen remained black. The customer reported that the issue had just occurred. Review of the rss indicated that the station was offline. Customer attempted troubleshoot with reboot, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.